Event description:
A ventilator was evaluated by field service engineer. The device was not in patient use. During the evaluation of the device by the field service engineer, a ventilator inoperative message occurred. The device's oxygen blending module board and system board needs to be replaced to address the issue.